Event description:
Medtronic received a report that there was an event of hemorrhagic transformation stroke, ph2. The subject experienced a ph2 hematoma after being treated with mechanical thrombectomy for a left middle cerebral artery (mca) m1 stroke. React-68, solitaire x, and phenom 21 were used during the procedure. The event is assessed by the sponsor as possibly related to the study procedure. The outcome status is recovering/resolving. This adverse event (ae) occurred post-procedure and was not a recurrent or new stroke. Ae not related to disease under study or underlying condition or disease. Ae did not result from a device deficiency. Baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 21. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this event was not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure. The pre-procedure mtici score was 0, final post-procedure mtici score was 2b. Additional information received reported that the causality assessment provided as not related to the procedure, devices, disease under study and underlying condition. Prolongation of existing hospitalization was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5. Updated with additional information received. H.6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The study sponsor adjudicated assessment of the event with the conclusion that the event had a causal relationship to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved with sequelae on (B)(6) 2025. After the procedure on (B)(6) 2025, a follow-up examination on (B)(6) 2025, revealed a hemorrhagic transformation in the left basal ganglia the noac, which the patient had been taking for atrial fibrillation, was discontinued, and supportive care was provided. The patient's symptoms gradually improved, and the patient was discharged on (B)(6) 2025.